Event description:
A report was received that the patient's leads were explanted due to infection. The physician left the ipg implanted in the patient and did not believe that the infection was device related. The patient was prescribed oral antibiotics.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-2158-70 (B)(4) model description:linear lead, 70 cm the explanted devices were not returned to bsn because they were discarded by the medical facility. A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the explanted devices found them to be satisfactory.